Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron radiation sterilized extension set was leaking between the tubing and the female adapter. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was also performed, and a leak was discovered between the tubing and the female connector in the base of the connector. The cause of this type of defect was an incomplete seal between the connector and the tubing during manufacturing. The reported condition was verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.